Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level reached over 600 mg/dl. Customer delivered a manual injection to address elevated bg levels. Customer changed the pump supplies and resumed insulin delivery.